Event description:
It was reported that pump experienced malfunction with displayed malfunction code 12, with no notable events occurring beforehand and customer unable to provide fault ID because pump was reset. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if needed, while technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump upon receipt.